Event description:
It was reported that during a pacemaker change, the field representative was not able to connect to the device. A communicator that had been previously and successfully used, did not establish a successful communication in this situation. A magnet was used to determine if beeping tones were audible, but they were not. The device was explanted due to normal battery depletion (nbd) and it had been implanted for more than ten years. It was recommended to return the device for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker change, the field representative was not able to connect to the device. A communicator that had been previously and successfully used, did not establish a successful communication in this situation. A magnet was used to determine if beeping tones were audible, but they were not. The device was explanted due to normal battery depletion (nbd) and it had been implanted for more than ten years. It was recommended to return the device for analysis. At a follow up with the field representative it was deconfirmed that the device showed normal function and there was not malfunction as the device have had a normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.